Event description:
It was reported that the device was used during an unknown procedure. The jaw could not close the jaw. Another device was used to complete the case. There was no consequence to the patient. One device is being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the clips due to the condition of the jaws. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.